Manufacturer narrative:
Summary of the investigation results- based on our investigation results, we can determine visible cuts in the membrane. The cuts had no effect upon the specifications at the time of the examination. The reservoir operated within all specifications.

Event description:
It was reported that a sprung reservoir (#fv044t) was implanted with a shuntsystem during a procedure performed on an unspecified date. According to the complainant, the shunt system was not working properly. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained device was not yet returned to the manufacturer for evaluation. Same event as medwatchno.: 3004721439-2026-00096.

Manufacturer narrative:
Manufacturing site evaluation investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.